Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, suction cylinder worn and deformed, reduced angulation, objective lens scratched, and scope nozzle was clogged with foreign material. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus during reprocessing of the evis lucera elite gastrointestinal videoscope, the device air/water supply was insufficient, and the scope nozzle was clogged with foreign material due to insufficient or incorrect reprocessing of the scope. It was reported that the procedure was completed using the same device with no delay. There was no patient involvement, or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The foreign material was unable to be specified, and it was not possible to fully remove the material from the nozzle. This led to the presumption that the user facility was reprocessing properly in accordance with the instructions for use (IFU). Therefore, no further presumable cause could be established for the suggested phenomenon. The user can detect the event properly by handling device in accordance with the following IFU: "operation manual_ preparation and inspection. Inspection of the endoscope. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system. Inspection of the air-feeding function . Inspection of the objective lens cleaning function¿. The IFU states on reprocessing of the a/w (air/water)nozzle as follows: "reprocessing manual_precleaning the endoscope and accessories. Warning: if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. Flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the a/w channel cleaning adapter (mh-948) after each patient procedure. Cleaning, disinfection, and sterilization procedures_ manual cleaning. Flush the air/water channel with detergent solution. Presoaking the endoscope: if there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces.¿ olympus will continue to monitor field performance for this device.